Event description:
It was observed that during the evaluation, the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that the tissue pad is split and worn. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the tissue pad is split and worn. Based on the results of the investigation, the root cause of the reportable event could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.